Event description:
The vamp jr. For blood draw was connected to the patient's umbilical arterial catheter. The stopcock closest to the baby was opened to return wasted blood per the appropriate lab drawing practice. When the nurse attempted to return waste blood, the vamp jr would not effortlessly collapse to return blood to the patient. With a little pressure applied, the port on the distal end of the arterial line tubing closest to the pump exploded open and ejected the patient's blood on the patient and the nurse.